Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose event. The paramedics were called to treat a low blood glucose event of 22 mg/dl. Customer was unable to wake up from sleep. Customer had had several incidents of low blood and paramedics called to the scene. The current blood glucose reading is 43 mg/dl. Customer treated with juice. Nothing further reported.